Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and no delivery tests. There was no cosmetic damage on the device.

Event description:
Customer reported via phone call high and low blood glucose levels. Customer's blood glucose level went as high as 400 mg/dl and as low as 40 mg/dl. Troubleshooting for high and low blood glucose was performed. Customer advised they removed their insulin pump for 2 days as a result of fluctuating blood glucose levels. Customer advised they spoke to their healthcare provider and continued to have issues regarding their blood glucose levels. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.